Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h6. The cardiomems patient electronic system was received for evaluation, however the device was received in a condition which made analysis impossible. Therefore, the cause of the reported event remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.